Manufacturer narrative:
(B)(4). Eval: results: eval of the returned product found that the unit has rust inside the sensor receptacle and inside the battery compartment. The unit is in unsanitary conditions and cannot be tested any further. Additional note: five 8350 alarm products were received from a customer which were not included on the list of customer approved return products under the assigned returned material authorization (RMA). They were received with no notification and no info regarding any customer issues claimed. The products were evaluated in a timely manner after receipt and the evals indicated a reportable malfunction. The eval results were not properly routed and reviewed internally due to the circumstances of their receipt, which resulted in the submission delays for these reports. (B)(4).

Event description:
The customer did not provide any specific info as to the reason for the return of the product. There was no pt injury reported. Inspection of the product found that the alarm has rust inside the sensor receptacle and inside the battery compartment.